Manufacturer narrative:
The affected side of "leakage at the side of my breast," and "an actual hole developed in the side of my breast" was not provided. The left side serial number is (B)(4) with a lot number 2724178 and catalog number mx-410445. The right side serial number is (B)(4) with a lot number 2690414 and catalog number mf-410525. The events of wound dehiscence and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were "leakage at the side of breast," and "actual hole developed in the side of breast."

Event description:
Patient reported on an unknown side "'leakage at the side of breast" and "an actual hole developed in the side of my breast." Device has been explanted.